Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the coating of the emerald diagnostic guidewire dgw .038 mc j3mm 150cm tef was peeling off. There was no reported patient injury. The device is expected to be return for investigation. The images provided for review revealed a wire with core exposed (image1) and a packaging of emerald diagnostic guidewire lot 35262375 (image 2).

Manufacturer narrative:
A product history record (phr) review of lot 35262375 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the reported event. This device is available for analysis, but the engineering report is not yet available; however, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
There was no patient involvement. Two products were received; one product is in its sterile packaging with no associated complaint; the other device has been opened. Both devices will be evaluated under (B)(4). Per additional and limited information provided by the rep, three (3) additional complaints were added to the file for product delamination reported for the same lot. There was no reported patient involvement and the products related to the 3 additional complaints are not available for investigation.

Manufacturer narrative:
As reported, the coating of the emerald diagnostic guidewire dgw .038 mc j3mm 150cm tef was peeling off. There was no reported patient injury. Three additional emerald diagnostic guidewires with delamination were also reported. There was no reported patient involvement related to these three wires. Two images were provided for analysis. In the first picture, the movable core area of the guide wire is visible with no damages or anomalies noted. The product label is shown in the second picture indicating the product is an emerald guidewire with movable core, lot number 352632375, catalogue number 502-570. Two ¿dgw .038 mc j3mm 150cm tef¿ were received for analysis and were evaluated under case (B)(4). The first wire was a non-sterile device. No damages were noted during visual inspection. The second wire was a sterile device, which was received in the original pouch. The seals of the packaging are intact, and the sterility was not compromised. The device was thoroughly inspected, and no damages or anomalies were observed. All four devices have the same lot number. A product history record (phr) review of lot 352632375 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿coating-wires - delaminated¿ was not confirmed. The returned guidewire does not present any damages or anomalies related to the coating. The image provided of the suspected delaminated area was the movable core with no damages noted. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿procedures requiring percutaneous catheter/guidewire introduction should not be attempted by physicians unfamiliar with the possible complications. To lengthen the flexible segment of a movable core guidewire, gently withdraw the core. To shorten the flexible segment, push the core in carefully.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.